Manufacturer narrative:
Evaluation summary: performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement.

Event description:
It was reported that the patient presented to the emergency room due to a device alert. Interrogation determined that the implantable cardioverter defibrillator (ICD)  experienced premature battery depletion due to a sharp drop in the battery voltage. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Hybrid printed circuit board analysis revealed a manufacturing anomaly that was present at the time of manufacture of the board. The anomaly was subjected to continuous battery plus voltage of approximately 3 volts during its entire life cycle. The anomaly eventually created a resistive short between battery plus and battery minus that rapidly depleted the battery. This conclusion is fully supported by the battery voltage trend diagram that was removed from the device memory prior to battery fully depleting. The exact chemical composition of the anomaly was not determined. If information is provided in the future, a supplemental report will be issued.